Event description:
A patient was implanted with evoke spinal cord stimulator system (scs) on (B)(6) 2023. During the procedure, the physician commented that a paddle lead would be more suitable to the patient due to the patient's anatomy. The duration of permanent implant procedure was longer than expected. On (B)(6) 2023, a saluda representative programmed the patient, impedances were within acceptable range. The patient reported to have significant post surgical pain. On (B)(6) 2023, the saluda representative was advised that the patient had undergone an x-ray which showed that both leads had migrated and the patient will undergo a full system explant. On (B)(6) 2023, company representative was informed that the scs system was explanted on (B)(6) 2023.

Manufacturer narrative:
The explanted evoke 12c percutaneous lead kits - 60cm were discarded by the facility. Without the return of these devices for analysis, it is not possible to reach a definitive root cause regarding the lead migration. Lead migration from the location chosen at initial implantation, resulting in stimulation changes is listed as a potential risk in manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.